Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the physician was aiming the aiming arm for trochanteric fixation nail (tfn) to place the helical blade but the surgeon had difficulty with the armed arm. This resulted in difficulty with the measuring of the helical blade and the helical blade was too long. It was changed to the one with the correct measure. In addition the drill clashed with nail when the surgeon was doing the distal locking of the tfn nail and the surgeon had to nail locks manually. There was a prolongation of forty-five (45) minutes in surgery time. This is report 1 of 3 for com-(B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed ¿ received one (1) aiming arm for tfn, p/n#: 357.366 for manufacturing investigation. The article has strong traces of use (scratches on the article surface). One of the four helical knurl pins, components were missing. The helical knurl pin, and aiming arm cap, have most likely loosened due to intensive use. Also one of the four helical knurl pins fell off the aiming arm. The missing helical knurl pin does not affect the function of the aiming arm. During the manufacturing investigation, all relevant and significant characteristics such as dimensions were checked and additionally the article passed all functional tests. All checked characteristics are within the specifications. There are no references to the reported issue. A malfunction could not be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 22july2010. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.